Event description:
It was reported to boston scientific corporation that during a pubovaginal sling procedure using an uphold vaginal support system, as the capio device was being inserted into the patient, the shaft of the capio device snapped. Reportedly, no device components detached, broke off, or fell loose into the patient. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. Device evaluation: visual analysis of the returned mesh assembly revealed crimping and tearing on the blue and white dilator, and the lead suture and needle were missing from the dilator and were not returned. Visual analysis of the returned capio device revealed no defects. Functional analysis of the returned capio device showed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The device directions for use includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' Operational context contributed to this event.